Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 12mm liberté bare metal stent was selected and advanced to treat the target lesion. However, it was noticed that the stent shaft got broken. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberté stent delivery system (sds) and stent with a liberté shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 87.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 12mm liberte bare metal stent was selected and advanced to treat the target lesion. However, it was noticed that the stent shaft got broken. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).